Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code b20: the device remains implanted and was therefore not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a study: on (B)(6) 2026, a study patient underwent a thoracoabdominal aortic aneurysm procedure. Gore® excluder® thoracoabdominal branch endoprosthesis (tambe) were implanted during this procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted in the visceral arteries as branch devices. Dissection in the superior mesenteric artery (sma) was observed later in the evening post procedure. As reported, this was procedure related and the dissection was caused by the guidewire. On (B)(6) 2026, the sma dissection flap with lumen thrombosis was stented with a 7x40 innova nitinol stent that extended from the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) around the genu to tack up the flap.